Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
There is an unidentified white plastic looking thing on the end of the stem which screws into the scorpio ts femoral implant. This then stopped the stem being screwed in successfully to the femur. Another identical device was immediately available for use and case completed as originally planned without any delay or medical intervention required.